Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was separated in two locations, 108.5cm and 113cm distal of the strain relief and majority of the coil was stretched. The separated ends of the sheath were stretched and torn. The damage to the sheath is consistent to damage from over tightening the hemostasis valve. The torn sheath and stretched coil would have been caused due to the over-tightening of the valve and resistance causing the sheath to tear and the coil to stretch. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. Then functional testing was performed by connecting the advancer to the rotablator control console system. The advancer was able to run and maintained optimal rpm with no irregularities. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis was not able to confirm the reported speed issue, as during functional testing the device reached and maintained optimal rpm with no irregularities.

Event description:
Reportable based on device analysis completed on 22apr2021. It was reported that rotational speed would not increase. A 1.50mm rotalink plus was selected for use. Upon rotational speed adjustment, outside the body, it was noted that the device could not increase up to the target rotational speed of 180,000rpm. The actual speed reached was at 100,000rpm. Per physician's opinion, the shaft may have been gripped causing the issue. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that the sheath was separated.